Event description:
It was reported that during central processing, the tip-up fenestrated grasper tip was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the item was damaged during central processing and there was no patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage of the instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "tip is broken." The instrument was found to have a broken grip above the midpoint of the grip broken off. The broken piece was not returned. The complaint regarding the tip-up fenestrated grasper's broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.